Event description:
Related manufacturer reference number: 2017865-2022-47329; related manufacturer reference number: 2017865-2022-47331; related manufacturer reference number: 2017865-2022-47343. It was reported a patient's implantable cardioverter defibrillator (ICD) was double counting beats on the right ventricular (rv) lead which led to inappropriate shock. Upon further investigation, x-ray noted the right ventricular (rv) lead, atrial lead, and left ventricular (lv) lead were dislodged. In a procedure on (B)(6) 2022, the three leads and implantable cardioverter defibrillator (ICD) were repositioned and remained implanted. Post-procedure the patient was stable.